Event description:
The sales representative reported the following incident on behalf of the user facility: four drains have stopped draining either out of the box or after changing the drainage bag. The products were revised when the drainage stopped. No patient injury has been indicated. The user facility claims that the problem is at the luer lock distal to the burette and proximal to the stopcock. Two of the devices are available for return, but the other two were discarded by the user facility. This incident is related to MDR(s) 2648988-2007-00011, -00013 and -00014.

Manufacturer narrative:
To date, the device has not been received for evaluation. Additional informatiion has been requested of the user facility. An investigation has been initiated based on the reported information.